Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. Boluses per day: 14. The indication for use was degenerative disc disease/herniated disc pain and non-malignant pain. The patient reported that the handset was lagging at 91% when going to bolus. The patient was seeing not found when trying to connect. The agent walked the patient through turning off wi-fi, restarting the handset, resetting the communicator, and connecting to the pump. The agent reviewed data and walked the patient through deleting the data and the patient was able to connect to the pump without any lag. The patient would call back if further assistance is needed. On (B)(6) 2025 the patient called back and reported that the ¿pain pump¿ is ¿slow again¿. The agent asked about 90% lag and the patient stated it stays there on 91%. The agent reviewed information and walked the patient through clearing data and connecting to the pump and the patient was able to connect to the pump without issue. The patient would monitor lag issue and call back if further assistance is needed. On (B)(6) 2025 the patient called back reported that the controller, when they are trying to bolus, was lagging at 90%. The agent reviewed data and assisted the patient in deleting the data and the patient was able to connect to the pump with no lag. The patient will call back if they need further assistance.